Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. Signs of use were observed on the guide wire surface. The catheter involved with this complaint was not returned. Visual analysis revealed that the guide wire contained two kinks and other continuous bends towards the distal end. Microscopic examination confirmed the damage and revealed that the distal j-bend was misshapen. It was also noted that the distal and proximal welds were full and spherical. The major kinks on the guide wire measured 312mm and 325mm from the proximal weld. The guide wire total length measured 13 13/16", which is within the specification limits of 13 11/16"-14" per the guide wire product drawing. The guide wire outer diameter measured 0.024", which is within the specification limits of 0.024"-0.025" per the guide wire product drawing. The guide wire was inserted through a lab inventory 20ga introducer needle. Resistance was encountered at the location of the kinks; however, the undamaged portions of the guide wire were able to pass as expected. Performed per IFU statement, "insert tip of spring-wire guide through introducer needle into artery". A manual tug test confirmed that the distal and proximal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide". The report of a kinked guide wire was confirmed through analysis of the returned sample. Multiple kinks and bends were observed. Despite the damage, the guide wire met all relevant dimensional requirements, and a device history record review performed on a potential lot from sales history did not reveal any relevant findings. Functional testing with a lab inventory needle revealed that kinking of this severity can lead to resistance when inserting; however, as the needle involved with this complaint was not returned, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "once the needle is inserted the wire goes through smooth. When they need to take the needle off of the wire, they are meeting resistance. It feels like the wire is getting stuck on the needle." There was no patient harm or injury. The patient's current condition is reported as "fine".